Event description:
It was reported that the doctor was taking down some adhesions and noticed that a piece of the trocar had melted and became lodged into the abdominal wall. The doctors were moving to an open procedure prior to finding the broken trocar. They removed the broken trocar and completed the case. The patient is doing fine.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.